Event description:
The product was received as an unexpected return with a report of device being unable to attach and stay attached. Although requested, there was no other event details or patient impact provided. (Note received with product that stated: "does not screw on and stay attached- event date on note (B)(6) 2019".)

Manufacturer narrative:
The unexpected return product with a report of unable to attach and stay attached was not confirmed. The mating component/set that the primary set was attached to when the event was observed was not returned for inspection and testing. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Clear liquid was observed in the set¿s drip chamber and entire length of tubing. Visual inspection under a microscope and dimensional analysis observed no damage and verified the set¿s male luer to be within specification(s). No abnormalities were observed on the set during visual inspection. Functional testing was performed. It was observed that the fluid flowed freely through the set via gravity and primed the set completely without any separation at the location of the male luer and extension set. The test was repeated several times with no separation observed. The root cause of the customer¿s observed inability to attach and stay attached was not identified.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The product was received as an unexpected return with a report of unable to attach and stay attached. Although requested there was no other event details or patient impact provided. Note received with product that stated : does not screw on and stay attached- event date on note (B)(6) 2019.